Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. MFR report # 9610595 - 2023 - 05016. Patient identifier: (B)(6). Additional information provided by the customer: follow up was conducted with the customer and the following procedural/patient information was reported. The event date was provided as 28 february 2023. The intended procedure was provided as a diagnostic bronchoscopy. The intended procedure was completed with a similar device. No delay or patient harm was reported. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Follow up was conducted with the customer and the following procedural/patient information was reported. The event date was provided as 28 february 2023. The intended procedure was provided as a diagnostic bronchoscopy. The intended procedure was completed with a similar device. No delay or patient harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the e315 error code (scope error) and no image was that the device leaked, and water invaded there while the user was handling the device. Due to the invasion, abnormality of electronic parts occurred. The event can be detected/prevented by following the instructions for use which state: ¿perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope was displaying an e315 error code (scope error) and there was no image displayed. It is unknown when the malfunction was identified. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of no image, prior to aeration, was confirmed. The image returned after aeration. The evaluation also found fluid inside the scope connector, control body and bending section. Additionally, the biopsy channel was leaking, the switches were not functioning, and the scope has multiple non-olympus parts/repairs. The investigation is ongoing and follow up with the user facility is currently being performed. Therefore, the root cause of the reported event cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.